Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing pain due to their device not working. The manufacturer representative offered to call for support because the patient was feeling down. The patient stated that they wanted their physician contacted to handle the situation, as they were only frustrated. No further complications were reported or anticipated. Indication for use is spinal pain.